Event description:
It was reported the patient underwent surgical surgery and its unknown if the ipg was placed in surgery mode. The ipg was unable to communicate. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy restored.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Manufacturer narrative:
The report of inoperable ipg was confirmed. Analysis of the returned ipg found that after clearing the as-received, stuck processor condition using the uep inductive tool, the device was not able to be placed into therapy application state. The root cause of the inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state as a result of an unrelated surgery. There is guidance noted in the clinicians manual concerning handling of the device: electrosurgery devices should not be used in close proximity to an implanted neurostimulation system.